Event description:
It was reported that when using the bd pyxis¿ medstation¿ es specific patient profile and associated orders were not populating on two stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. E1: initial reporter facility: (B)(6) hospital. Upon investigation of the actual device used in this incident, it was determined that the patient was in loa (leave of absence) status, which prevented the patient from appearing on certain stations. A technical support specialist (tss) identified an override and performed a data base synchronization, but the issue remained unresolved. Tss later identified and explained to the customer that in version 1.11, patients are placed into loa with an admission discharge transfer a21 message and can only be removed from loa status with an adt a22 message. The issue was discussed with the customer and the customer agreed to close the case. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.